Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated upon receipt. Cooling issue reproducible at depot. Replaced mixing pump head. Circulation pump head ((B)(4)) was replaced, but flow deviation was large and calibration test did not pass. Replaced circulation pump head. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water temperature did not decrease in arctic sun device. When they replaced the circulation/mixing pump for repair of the deviation in flow rate was large and calibration failed. The problem was resolved by replacing the pump head of the circulation pump. Based on the above, they have determined that the pump head was defective upon arrival.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease in arctic sun device. When they replaced the circulation/mixing pump for repair of the deviation in flow rate was large and calibration failed. The problem was resolved by replacing the pump head of the circulation pump. Based on the above, they have determined that the pump head was defective upon arrival.